Event description:
It was reported that during an open lobectomy procedure, the staple was not fired when firing trigger was activated. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.